Event description:
Mesh explanted due to infection. Doctor reported the inner ring of the mesh was broken. Further communication with surgery team leader stated the infection was not caused by the ring break.

Manufacturer narrative:
There is an indication that the subject product is going to be returned for evaluation. The product has not been returned to date. Therefore, no conclusion can be made at this time. A follow up report will be submitted when/if product is returned and evaluated.